Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed the self-test. No external ram error alarm during testing. The insulin pump alarmed unexpected restart after battery change due to voltage leak. The insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received multiple unexpected restart alarms and external ram error alarms. The customer's blood glucose was 102 mg/dl at the time of call. Troubleshooting did not occur. The insulin pump will be replaced and will be returned for analysis.